Event description:
Healthcare professional reported 2 weeks after injection with three syringes of juvederm voluma xc in the cheeks, the patient experienced "swelling and pain" at the injection site. Biaxin, doxycycline, and azithromycin were prescribed on four separate occasions. The healthcare professional stated symptoms would reappear after medications were finished. The patient was subsequently injected with hyaluronidase and the symptoms completely resolved approximately 5 days post treatment.

Manufacturer narrative:
The events of pain and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.